Manufacturer narrative:
H6: imdrf patient code e2401 captures the reportable event of patient complications. Imdrf impact code f02 captures the reportable event of patient death. Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) with varicose vein ligation procedure performed on (B)(6) 2023. During the procedure, an attempt to deploy the bands was made; however, the bands could not be deployed as the bands were stuck in the liagtor cap. "A quick change of ligator is considered, and the bleeding varicose vein is captured with an elastic band, and two additional cords are ligated, achieving bleeding control." The procedure was completed with a second speedband superview super 7. It was reported that the patient had complications and died at dawn, on (B)(6) 2023.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) with varicose vein ligation procedure performed on (B)(6), 2023. During the procedure, an attempt to deploy the bands was made; however, the bands could not be deployed as the bands were stuck in the ligator cap. "A quick change of ligator is considered, and the bleeding varicose vein is captured with an elastic band, and two additional cords are ligated, achieving bleeding control." The procedure was completed with a second speedband superview super 7. It was reported that the patient had complications and died at dawn, on (B)(6), 2023. Additional information received on april 10, 2023: the device was placed onto the endoscope accordingly and there was no difficulty experienced upon setting up the device. Esophagogastroduodenoscopy (egd) with varicose vein ligation procedure was performed to treat the active bleeding. During the procedure, the patient had massive bleeding and it was reported that it was caused by the ligator when the variceal vein burst. Prior to the patient's death on (B)(6), 2023, it was reported that the patient had complications; however, it was unknown what those complications were and if there was relationship between the speedband superview super 7 and those patient complications.

Manufacturer narrative:
Block h6: imdrf patient code e2401 captures the reportable event of patient complications. Imdrf impact code f02 captures the reportable event of patient death. Imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block b5, block b7 have been updated based on the additional information received on april 10, 2023.